Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during durata rv lead implant procedure, high capture threshold and poor sensing issue was observed upon testing with the device. Physician was unable to position the lead due to deployment difficulties. Lead was removed and a new lead was implanted. New lead has good thresholds and sensing values. Patient was stable.